Event description:
It was reported that the pulse generator exhibited impedance greater than 3000 ohms when the ratchet was tightened.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : device evaluation anticipated but not yet begun.